Event description:
It was reported that the patient underwent an l4-l5 instrumented tlif using rhbmp-2/acs for postlaminectomy instability. At the 3 months follow-up visit, the patient reported complete abatement of his preoperative leg pain with partial improvement of his preoperative back pain. However, 4 months after surgery, he complained of increasing lower back pain. CT scan showed osteolysis of the l4-l5 vertebral bodies which appeared to be an expansion of the preoperative vertebral defect caused by a subchondral cyst. The patient declined further surgery. At one year and two year follow up, patient had persistent back pain that was controlled by anti-inflammatory medications. He was offered revision of his fusion which he declined again. CT scan at each visit revealed unchanged osteolysis at the l4-l5 levels.

Manufacturer narrative:
(B)(4). Literature article citation: balseiro et al. Vertebral osteolysis originating from subchondral cyst end plate defects in transforaminal lumbar interbody fusion using rhbmp-2 report of 2 cases. The spine journal 2010; (doi 10.1016/j.spinee.2010.04.013). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.